Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff had a tear and fluid loss. The aus was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is ((B)(4).